Event description:
Additional information received from a consumer reported that the patient was currently on his fifth pump because his fourth pump for some reason could not get set right and it kept flipping from the beginning. The patient had been started at 5mg/day of morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l49377, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine 30.0 mg/ml at 6.399 mg/day via an implantable infusion pump. The indications for use was noted as spinal pain. On (B)(6) 2015 the pump flipped in the pocket, the port could not be visualized. The pump was refilled under fluoro on (B)(6) 2015. On (B)(6) 2015 the pump was able to refilled normally under ultrasound. The etiology was reported as related to device or therapy and not related to implant procedure. There were no signs or symptoms reported. The severity was indicated as mild and the outcome resolved without sequelae on (B)(6) 2015.